Manufacturer narrative:
The user experienced severe hypoglycemia requiring hospitalization while on ilet therapy. Severe hypoglycemia requiring inpatient treatment with IV dextrose is consistent with acute metabolic decompensation requiring medical management. Review of available information identified that a caregiver changed the user's cartridge and initiated the fill tubing function while the infusion set remained connected to the user. The caregiver subsequently reported intentionally initiating the fill tubing process and delivering more than 100 units of insulin while the tubing was attached. Following the event, the user developed prolonged hypoglycemia with glucose values as low as 52 mg/dl and required hospitalization. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Review of device history did not identify evidence of device malfunction. Based on available information, the event is attributed to use-related error involving initiation of the fill tubing function while the infusion set remained connected to the user. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026, the user experienced hypoglycemia with blood glucose (bg) levels of 52 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with IV dextrose, and discharged on (B)(6) 2026. No long-term health effects were reported.